Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. A second proglide device was used to achieved hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.